Event description:
An Impella CP device was inserted via the left femoral artery in a 58 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (AMI/CGS). The patient¿s clinical state prior to initiation of support was unknown for the Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. The patient's history and comorbidities were not reported. After implant of the Impella CP the patient¿s clinical state was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage C.It was reported that the patient was a transfer from an outside facility, where the anticoagulation was reported to be subtherapeutic, with an activated clotting time (ACT) of 84 seconds and the partial thromboplastin time (PTT) was 28 seconds. The systemic heparin infusion had been discontinued during the transfer to the receiving facility.Upon removal of the Impella, the treating physician preformed a cutdown to close the arteriotomy. During the procedure an indentation was noted on the sheath and a thrombus was identified within the iliac artery, located proximal to the distal end of the repositioning sheath. An embolectomy was performed.While on support, the Impella CP device operated at performance level 4 with expected flows of 2.3 Liters/minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter sodium bicarbonate.The Impella CP was successfully explanted and the patient was escalated to and Impella 5.5. The patient remained Impella 5.5 support for 5 days. Despite ongoing management with hemodynamic support, the patient progressively declined to a SCAI Stage D and still was requiring inotropic therapy. A decision was made to withdrawal care and subsequently the patient expired.The reported thrombus on the Impella CP could have been attributed to the kink reported in the sheath repositioning sheath. The death is conservatively being reported to the Impella CP; however, it not related and is most likely attributed to the AMI/CGS with declining clinical condition to SCAI Stage D despite being escalated to an Impella 5.5. There were no reported events on the 5.5 pump.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.